Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial oversensing was noted on the right atrial (ra) lead. Intermittent oversensing noted on stored atrial tachycardia/atrial fibrillation (at/af) electrograms (egm).  The lead remains in use. No patient complications have been reported as a result of this event.